Event description:
It was reported that atrial events appear to be undersensing at times triggering atrial tachycardia/atrial fibrillation (at/af) device classified termination of at/af event in progress.  The right atrial (ra) lead remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 97715 stim lead, 977a260 stim lead, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.